Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis.  Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Multiple unsuccessful attempts to the author were made to gather additional information. The cause of the thrombosis is unknown; however, the mechanisms described above may have contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported through esc 2018 presentation "subclinical and clinical leaflet thrombosis in surgical and transcatheter bioprosthetic aortic valves" by raj makkar, the following was reported: a (B)(6) male with 26 mm sapien 3 valve presenting for 30 day follow up with worsening shortness of breath. Extensive thrombus on all leaflets and severely reduced leaflet motion. Gradients decreased from 43 mmhg to 11 mmhg after 5 days of heparin drip. Patient was discharged on rivaroxaban daily.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.